Event description:
It was reported that during a recanalization procedure in mid to distal superficial femoral artery via ipsilateral approach, the device allegedly failed to advance through the lesion. It was further reported that the catheter was allegedly unable to be pulled back to the lesion and got stuck. Furthermore, the tip and the core wire were allegedly torn off and remained in the lesion's proximal cap. Reportedly, a puncture was made at the back of the knee and a gooseneck snare was inserted, and the tip as well as the core wire were retrieved from the original access area. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The distal tip was noted detached from the rest of the catheter. The marker band was noted to be present. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported tip detachment as the distal tip was noted detached. However, the investigation is inconclusive for the reported advancement failure and retraction problem as the conditions of use could not be replicated. A definitive root cause for the reported tip detachment, advancement failure and retraction problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in mid to distal superficial femoral artery via ipsilateral approach, the device allegedly failed to advance through the lesion. It was further reported that the catheter was allegedly unable to be pulled back to the lesion and got stuck. Furthermore, the tip and the core wire were allegedly torn off and remained in the lesion's proximal cap. Reportedly, a puncture was made at the back of the knee and a gooseneck snare was inserted, and the tip as well as the core wire were retrieved from the original access area. There was no reported patient injury.